Event description:
The customer reported that the ECG sweep speed in the exam room is half of what is showing on the control room computer. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The speed in the exam room the ECG speed is half what the speed what is showing on the control room computer. Patient involvement is unknown.